Event description:
Customer requested that an ma limit calibration is completed on the 9800 system, such that patient dose is limited to 5 r/min. Currently the dose is approximately 9 r/min. No patient injury or involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Verified current dose setting on the 9800. As requested, performed the ma limit calibration to reduce dose to 5 r/min, to comply with regulation. After calibration, the system was tested and found to function as intended. System was returned to service.